Manufacturer narrative:
E initial reporter cannot be provided due to japanese privacy regulations. Japan medtronic personnel reported event to manufacturer on behalf of the customer. Section g: there is no 510k number associated with this device. The device associated with this event is an authorized product under the emergency use authorization (eua) issued by FDA for the covid-19 pandemic. This device was granted authorization by FDA on april 5, 2020. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. T was reported that when the pb560 ventilator was used on a test lung, the unit did not produce mechanical sound indicating that ventilation was being performed and the device generated a low pressure alarm. The device was available for evaluation. During testing by the medtronic service personnel (sp) the ventilator generated a low-pressure alarm and no air supply. Sp replaced the turbine, oxygen (o2) solenoid valve and central processing unit (cpu) printed circuit board (pcb). The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. One o2 solenoid valve and cpu pcb were received for failure analysis. The components were visually inspected and functionally tested with no malfunction or product deficiency observed. One turbine was returned to medtronic for failure investigation. A visual inspection was carried out on the returned component, no anomalies were observed. The turbine was attached to the failure investigation test ventilator for analysis. The ventilator was powered up, alarmed and failed testing with no air coming from the turbine confirming it to be faulty. If a failure of the turbine occurs while in use on a patient, the ventilator response would be a loss of ventilation to the patient. The cause of the event was determined to be faulty turbine. The event is included in the trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the pb560 ventilator was used on a test lung, the unit did not produce mechanical sound indicating that ventilation was being performed and the device generated a low pressure alarm. The ventilator was not in use on a patient at the time of the reported event.